Manufacturer narrative:
Pt age and weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn, with a piece torn off and missing. The lens was returned dry. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a 13.2mm micl13.2 implantable collamer lens. The lens was cut into pieces to remove with no further intervention needed. The backup lens was implanted. The reporter stated she was not sure if the lens tore while being inserted.

Manufacturer narrative:
Per medical review - in spite of three attempts to gather information, there is no information to determine what happened during surgery. It is not known if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine whether there was improper lens loading or surgeon handling. The report states that the lens was cut up during explantation. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes that is likely to have contributed to the complaint. A cartridge lot number search found no similar complaints. Based on the complaint history, work order search, medical review, device history record review, cartridge lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).